Manufacturer narrative:
A model, UDI or manufacturer lot code were not provided. With no means to determine the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported via email that upon removal a tampon string separated from the pledget, leaving the pledget inside her vaginal cavity. She received assistance from her husband to manually remove the pledget and did not seek medical attention. Multiple attempts have been made to obtain further information, however, no further information has been received.